Event description:
It was reported the patient had not charged the ipg for over 6 months and the device was unable to communicate with external devices. The ipg was subsequently explanted and replaced with a different model. Postoperatively, the patient is reportedly receiving effective therapy.